Event description:
It was reported that the device was at elective replacement indicator (eri) in just over six years and premature depletion was suspected. The device was explanted and replaced. It was further reported that the replacement device was interrogated in the box prior to implant and exhibited premature depletion with a longevity estimate of 4.5 years. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.